Event description:
It was reported that the customer had normal blood glucose levels of 111 mg/dl. The customer reported that the keypad of the insulin pump was unresponsive. The customer also reported a battery out limit alarm from the insulin pump after changing the battery. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be confirmed due to the keypad anomaly.